Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. The root cause of the access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided. D.4 serial number was revised as previously entered incorrectly on the initial manufacturer device report number 1220648-2024-20052.

Event description:
The complainant had placed an impella cp pump to support a patient admitted in with an st elevated myocardial infarction. The pump's access site was bleeding and was forming a hematoma. The team treated by manual pressure, pausing heparin, and medically managing. The patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿